Event description:
It was reported that during implant the atrial set screw would not tighten. This device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The rotated atrium set screw was confirmed. The screw had become disengaged from the connector block and it had rotated beneath the septum.